Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that during pm the cardiosave intra-aortic balloon pump(iabp) displayed an alarm message indicating iabp may required maintenance. There was no patient involved.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) displayed an iabp may required maintenance alarm. The fse evaluated the unit and determined that the vacuum set point value was out of the specified range. The fse replaced the vacuum inlet filter and re-evaluated the unit following the replacement. The unit was then operated on a system trainer for one hour, during which it functioned properly without any issues. The unit passed all functional test. There was no patient involved. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective vacuum inlet filter. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was discarded.